Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that was wet. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed. Service determined that the interior of the device was wet. The customer did not respond to the cost estimate of the device repair, therefore, the pump was returned unrepaired.